Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that they were experiencing high blood glucose level. The high blood glucose level of customer was 500mg/dl. No other symptom was reported. The insulin pump had a blank display and the keypad was not responsive. The customer was advised to revert to backup plan. The insulin pump will be returned for analysis.